Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/15/2016. Retain product was tested and functioning according to specification. Return product was not availbale. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Eighty retained cartridges from the lot were tested using whole blood (wb), I-stat level 2 control (l2) and I-stat tricontrol level 2 control (tri l2). Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. For results out of range (less than or greater than the reportable range) the user would be instructed to run another cartridge.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride result on a patient . There was no additional patient information available at the time of this report. Return product is not available for investigation. Time: method: ci (meq/l): sample: 1151, I-stat, >140 , a. 1223 , lab, 101, b. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).